Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system did not boot up successfully. A review of the system log file didn¿t confirm the reported problem. Upon remote testing, the rse found that the host pc and ip pc were not synchronized properly. To resolve the issue rse advised the customer to perform a system shutdown, wait for 5-10 minutes and then switch on again. After this, the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.